Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia - complex regional pain syndrome. It was reported that every now and then emi turned their ins on accidentally. They reported that an led flashlight with aa batteries was under their left arm when the ins turned on, another time the patient had their ipod in their shirt pocket and the ins turned on, and the last time the patient was moving a stereo speaker and the ins turned on. They used their programmer to turn the ins off. The patient also fell on concrete early last summer. The patient's neck hurt from the fall and they were miserable for weeks. During the call the patient used their programmer to turn the stimulation on and they could feel stimulation; they were also able to adjust stimulation and then turn stimulation off successfully. The patient stated that their programmer and ins were working and didn't believe anything was "out of place". The patient was advised to follow up with their healthcare provider to have their ins checked due to the fall. No further complications reported.